Manufacturer narrative:
Device passed the self test and the displacement test. No unexpected hardware low level failures error during testing however, hardware low level failures error is found in the formatted history file due to broken traces of the keypad assembly. The audio tones were heard during the self test properly. Adjusted the audio options audio volume and each setting functioned properly. No unexpected audio anomaly or audio volume anomaly noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed hardware low level failure. The patient¿s blood glucose level was 255 mg/dl at the time of the incident. The insulin pump did not pass self test. Customer had questions for audio also. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device is expected to be returned for analysis.